Manufacturer narrative:
(B)(4): the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous superficial femoral artery. The physician advanced the 3mm x 40mm x 146cm sterling balloon catheter, inflated the balloon once to 6 atms and the sterling balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.